Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was unknown at the time of the hospitalization. The customer passed out due to their low blood glucose levels. Customer's low blood glucose was treated via glucose and carbohydrates intake. It was unknown whether the customer was using automode. Troubleshooting for the customer¿s low blood glucose was not performed. The insulin pump will not be returned for analysis.